Event description:
It was reported that the patient's device had increasing right ventricular (rv) thresholds. The device was reprogrammed and remains in use. The patient was a participant in the product surveillance registry (pan psr) clinical study.no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.